Event description:
It was reported that the dexcom g7 continuous glucose monitor displayed glucose readings in the dexcom app but failed to pair with the ilet, resulting in no glucose data on the ilet. Support guided the caregiver to toggle between g6 and g7 settings and enter the sensor code, after which the sensor entered its standard warm-up period. No clinical symptoms reported. Outcomes included no impact to clinical status and no alerts or alarms. Investigation included telephone technical support and user education. Investigation of this case revealed that the pairing issue was replicated by the user and resolved through correct configuration and code entry. It was concluded that the device functioned as designed after proper setup and no device malfunction was identified.